Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a 86-year-old female patient underwent tevar (thoracic endovascular aneurysm repair) to treat a descending taa (thoracic aortic aneurysm) with a zta-de-38-91-w1 (complaint device). A right common iliac artery approach was chosen. The physician planned to place the distal zta-de-38-91-w1 device first due to diameter differences going from proximal to distal. The zta-de-38-91-w1 was advanced just proximal to the celiac artery but could not advance any further due to tortuosity. Under fluoroscopic guidance it was seen that the inner cannula was not advancing but only the sheath and the distal tip of the sheath appeared to become wider. The physician retracted the zta-de-38-91-w, changed plan and placed the proximal zta-pt-46-42-233-w1 first. This straightened the tortuosity somewhat so that a zta-de-42-94-w1 could be placed as the distal extension. The physician chose a longer distal component due to placing the proximal component first. No adverse effects to the patient has been reported due to this occurrence. One photo of the complaint device was provided. The photo shows that the sheath is pushed forward and is covering the lower distal half of the dilator tip. Per the instructions for use for this device it is advised not to continue advancing the device if resistance is felt. Particular care should be exercised in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. Review of the device history record gave no indication of the device being produced out of specifications. Based on the reported information the exact cause for this event could not be established, although it is likely that patient anatomy may have been a contributing factor. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510k: similar to device marketed under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020 an (B)(6) female patient underwent thoracic endovascular aortic repair (tevar) to treat thoracic aortic aneurysm (taa). There was no other choice than the right approach due to the left common iliac artery (cia) occlusion. The physician judged that the patient was suitable for the procedure and also that the access route had no problem for the device delivery though there was calcification partially. Plan of the procedure to treat the aneurysm in the descending aorta: since there was a difference in diameter between the proximal and distal sites, the physician planned to place an extension zta-de-38-91-w1 first in the distal site, then mainbody in the proximal site from just below the left subclavian artery (lsa) with an overlap with the extension device. The delivery system of zta-de-38-91-w1 was inserted first by right approach, but it could not pass through the curve/tortuosity above the celiac artery. The user applied some force to push up the device, but it was noted under fluoroscopic guidance that the inner cannula was not advanced but only the sheath was advanced and the distal tip of the sheath appeared to become wider. The user stopped using the device and changed the plan to place the mainbody first because he thought that the mainbody would be able to pass the access route more easily than extension device as the inner cannula of the mainbody was more curved. A mainbody zta-pt-46-42-233-w1 was advanced first and placed, which consequently required to place a longer extension device next, so zta-de-42-94-w1 was selected. The zta-de-42-94-w1 could pass through the access route and placed successfully as the tortuosity was slightly corrected by previous device delivery of the mainbody. The procedure was completed successfully and there have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.